Event description:
The contact stated that the customer's blood glucose was tested and the contour read 33 mg/dl. The customer's glucose was retested using another contour and that reading was 133 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.